Event description:
According to the facility, the tray was being used on l&d patients for a combined spinal/epidural procedure and the catheter could not be inserted fully into the connector. There was no serious injury or follow-up care needed per the facility, but there was delayed/reduced administration since it was just infusing into the bed instead of through the catheter due to the disconnect.

Manufacturer narrative:
According to the facility, the tray was being used on l&d patients for a combined spinal/epidural procedure and the catheter could not be inserted fully into the connector. There was no serious injury or follow-up care needed per the facility, but there was delayed/reduced administration since it was just infusing into the bed instead of through the catheter due to the disconnect. They opened other pain 2304 trays to obtain replacement items. The procedures have been completed and there was no lasting impact to patients. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.